Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a bilateral lower leg weakness. The ins (implantable neurostimulator) was programmed post-op with good coverage in the affected extremity and good relief of chronic pain. Approximately 3 days after surgery the patient began to experience bilateral lower leg weakness that progressed to the point that she was unable to stand from a squatting position. Two days prior to the report the patient went to the emergency room, had a CT scan and blood work with negative results. She was discharged and was seen in hcp's (health care professional's)office on the day of the report. She was instructed to turn the stimulation off at the time she was seen in the ER. It was stated she turned it off but she could still feel the stimulation. Patient's ins was interrogated at hcp's office later and it was still on so it was turned off at that time. A cervical x-ray was obtained and reviewed by another hcp, the lead placement was good and unchanged from implant. The patient and her husband elected to go back to the ER. The patient was admitted and evaluated by neurology and at the time of the report the findings were all negative. The patient was later seen by the hcp. She came into the office in a wheelchair but she felt her strength was slowly improving. The stimulation remained off. Hcp's plan was to leave the stimulation off for 2-4 weeks. When patient's strength returned back to base line, the stimulation would be turned back on. If there continued to be no improvement, the device would be explanted, although the patient did not want it removed because when it was on it really helped her arm. More than one week later it was reported that since the stimulation was off, there had been some improvements in her symptoms and the legs were getting better. Therapy coverage was good when the device was on and it was relieving pain. There was no falls or trauma per the patient. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 97791, lot# n394957, implanted: (B)(6) 2013, product type accessory; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Follow up information reported that the patient's leg weakness had resolved. No cause was determined for the weakness issue. The patient's implantable neurostimulator (ins) was programmed at their last visit with satisfactory but conservative programming. The patient was reported as doing well and had not been seen since the last visit. If additional information is received, a follow up report will be sent.